Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 5048184) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was bent. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Service and repair evaluation: it was reported that during a routine incoming inspection of a loaner set at fsl ups swedesboro, nj site on an unknown date, the depth gauge for 2.7mm and small screws was observed bent. The repair technician reported the tip is damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge slider assembly measuring hoo investigation conclusion: the complaint condition was confirmed for the depth gauge for 2.7 mm and small screws (p/n: 319.01, lot #: 5048184). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # 319.01, synthes lot # 5048184, supplier lot # na, release to warehouse date: 04 aug 2005, manufactured by synthes brandywine, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Nown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection on an unknown date, the depth gauge for 2.7mm and small screws was observed bent. There were no patient or surgical involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).